Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the probe was going to be used to aid in insertion of the catheter to locate vessels; however, during the patient planning phase, the l13-5 transducer continuously produced "overheating error" messages and subsequent signal/imaging drops. The reported issue was observed after the transducer have been sitting idle for sometime. After the user prepped the patient for insertion of the catheter and then attempted to bring the system out of standby, the issues occurred. The user restarted the system to obtain functionality to continue the procedure. The procedure was completed without equipment changes. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: it is our conclusion that this probe did not pose a safety risk. The probe nose never reached a temperature (maximums of 31.9°c in b-mode, and 34.6°c in color mode) that posed a danger to the patient or operator. The outcome of the investigation determines this is not an 803 reportable event. Complaint reference #: (B)(4).

Manufacturer narrative:
The customer service engineer (cse) went on-site and installed a new transducer and tested the system thoroughly. The customer reported that the equipment is functioning normally and that replacing the transducer remedied the reported issue.

Event description:
Additional information was received and it was reported that the patient was getting a scheduled stent implantation when the reported event occurred. The patient was not critically ill at the time. The system's recovery time was quite quick as it was merely a boot up time of the ultrasound system. No additional information was provided.